Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented remotely via (B)(6). Upon review, it was found that the patient's implantable cardioverter defibrillator exhibited post-paced t-wave over-sensing. No intervention was performed. There were no patient consequences.